Event description:
It was reported that the pt was found expired two days after implant. The cause of death was unk; an autopsy was planned. It was noted that the pt was diabetic. The pump was used to deliver dilaudid 1.5mg/ml with a daily dose of 0.3996 mg and bupivicaine 8mg/ml with a daily dose of 2.1311mg. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).